Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while reviewing atrial tachy response (atr) episodes, boston scientific technical services (ts) noted oversensing of atrial flutter on the ventricular channel when there was no associated qrs. Ts noted that it may be due to t-wave oversensing. Ts discussed that the possibility of reprogramming sensing to resolve the issue. The clinician stated that the right ventricular (rv) lead threshold had increased to 3.75 volts and the patient was scheduled for a lead revision. Approximately one month later the patient presented for a revision procedure where it was found the rv lead had dislodged. After retracting the helix the physician attempted to extend it and reposition the lead, however it would not extend back out. Subsequently the physician explanted the rv lead. A new rv lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection found that the polyurthane insulation sleeve was bunched up at 69 mm from the terminal pin and that the rate sense insulation was also bunched in several locations. Blood and body fluid were noted in the helix housing, the helix was retracted. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance, measurements throughout these tests were within normal limits. The field allegations of twave oversensing, high thresholds and dislodgement were not able to be confirmed by laboratory analysis as the lead passed electrical testing. However the allegation of helix mechanism difficulty was confirmed by testing. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty.